Event description:
Patient received medical treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed at this time.